Event description:
Pump was reported to overinfuse during clinical use. The pump was set to infuse a 100ml bag of normal saline at a rate of 50ml/hr. The entire bag infused in 1 hour. No pt injury was reported.